Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon investigation, the pacemaker was first noted with ventricular oversensing after a merlin.net download. Further investigation noted the oversensing was from an external source. The patient presented in clinic, and upon isometric testing, false positive ventricular sense events were noted. Programming changes were made. The patient was stable throughout and after the check.